Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. It was noted by the treating clinic that the patient shaved his axillae the night before the miradry treatment. Patient reported a stinging sensation when the area was disinfected prior to treatment. In order to prevent the occurrence of infections, miradry's recommended clinical protocol states it is best that patients shave 4-6 days prior to treatment, which allows any nicks or cuts caused by the razor to heal. (B)(4).

Event description:
Clinic reported a patient who developed cellulitis (infection) in right axilla 33 days post miradry treatment. The symptoms first appeared as swelling that developed into an abscess 9 days post-treatment. The abscess discharged exudate and blood. Oral antibiotics (levofloxacin hydrate) and anti-allergic (tranilast) were prescribed with wound care. The clinic confirmed the symptoms were resolving.